Event description:
Physician experienced intraoperative bleeding of fabric patch during carotid patch angioplasty. Surgery was prolonged for approx. 30 minutes until bleeding was arrested with the application of surgical. The pt experienced no untoward adverse effects as a result of the incident.